Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the system onsite. The fse inspected the instrument and determined the issue was caused by faulty ise (ion selective electrode) buffer valves and the ruptured degasser tube on unit #1. The fse replaced the ise buffer valves and degasser tube to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 had intermittent erroneous low ion selective electrodes (ise) results including sodium (na), potassium (k), and chloride (cl) results. Customer indicated erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for two (2) patients. The customer did not provide patient demographics.